Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly evaluated. Visual inspection noted deformed inner and outer conductor coils near the lead tip. Resistance testing as performed and confirmed the conductors were intact/not fractured. Testing to evaluate the inner insulation integrity found this insulation was damaged and not intact in the area of the deformed conductor coils. The lead damage was consistent with handling during the implant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported low p-wave amplitudes, placement difficulty, and dislodgement observations. However, the handling damage found in the laboratory confirmed that implant difficulties occurred.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was not able to be properly positioned. Lead values were difficult to obtain, and poor p-wave amplitudes were observed, and the lead dislodged when attempting to suture it. The physician requested a new lead, which was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was not able to be properly positioned. Lead values were difficult to obtain, and poor p-wave amplitudes were observed, and the lead dislodged when attempting to suture it. The physician requested a new lead, which was implanted successfully to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.